Manufacturer narrative:
(B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after five days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced "hot nauseous" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional provided third-party treatment of glucagon injection (dose unspecified). There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after five days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced "hot nauseous" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional provided third-party treatment of glucagon injection (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.